Event description:
In 2009, the patient reported she has had elevated blood glucose readings since easter. She stated that today her blood glucose reading was 222 mg/dl 2 hours before breakfast with her normal range being around 112 mg/dl. She ate breakfast and delivered 3.5 units of insulin. Her reading after dinner was 307 mg/dl which she treated by taking 7.0 units of insulin. Symptoms of elevated readings are feeling tired and very sleepy. She said she has made multiple adjustments to her basal rates since she started on her insulin infusion device. Troubleshooting did not find any product issues. A request for additional training was submitted. On follow up with the patient the following month, she stated her blood glucose has been in the 160 mg/dl range and she did another basal rate adjustment with her doctor as her doctor wants her to be closer to an a1c of 6.0 rather than 8.0 which was her most current one. No product will be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.